Event description:
During a follow-up on 8/8/96, the programmer could not communicate with the pacer. On 8/15/96, when using a different programmer, communication was established without any problem. Then when trying to use another 522-12, no communication was established. The device will be monitored in the pt's body.